Event description:
Solicited call to patient who reported that her IV connect is stuck and she has not been able to change it for about 1.5 months. Unknown if her doctor is aware. Patient did not report any side effects or changes in breathing. Patient did not provide a lot number for the item. Unknown if patient missed a dose. Unknown if product on hand for return. No other information provided. Reported to cvs/caremark by pt/caregiver.